Event description:
During a lead revision, the health care professional discovered that part of the silicone had come away from the metal of the titan anchor. The lead was replaced and another anchor was used. The pt was not injured and had stimulation in the correct area. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The anchor has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is completed.